Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Ram the metal pin into my face- skin [skin injury]. Brush heads [...] Fall off of the toothbrush or get stuck in your mouth when brushing / slips - oral-b [device breakage]. Brush heads suddenly sit quite loosely on the hand piece of the toothbrush - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b precision clean toothbrush heads sat loosely on the hand piece of the oral-b toothbrush, fell off of the toothbrush, and got stuck in his mouth while brushing. No injury was reported. 24-jul-2024 via images: the suspect product was oral-b power oral care refills precision clean eb20 brush set 5ct and lot number was 4704132-00. The concomitant product was oral-b rechargeable toothbrush handle 3767 and lot number was 5bb80510201. No injury was reported. 24-jul-2024 follow-up via e-mail: consumer reported that the toothbrush slipped and the metal pin rammed into his face. No serious injury was reported.

Event description:
Ram the metal pin into my face- skin [skin injury]. Brush heads [...] Fall off of the toothbrush or get stuck in your mouth when brushing / slips - oral-b [device breakage]. Brush heads suddenly sit quite loosely on the hand piece of the toothbrush - oral-b [device connection issue]. Case narrative: male consumer via e-mail reported that the oral-b precision clean toothbrush heads sat loosely on the hand piece of the oral-b toothbrush, fell off of the toothbrush, and got stuck in his mouth while brushing. No serious injury was reported. 24-jul-2024 via images: the suspect product was oral-b power oral care refills precision clean eb20 brush set 5ct and lot number was 4704132-00. The concomitant product was oral-b rechargeable toothbrush handle 3767 and lot number was 5bb80510201. No serious injury was reported. 24-jul-2024 follow-up via e-mail: consumer reported that the toothbrush slipped and the metal pin rammed into his face. No serious injury was reported. 13-feb-2025 case update from information initially learned on 07-jan-2025: the suspect product lot number was h8356 h8355 4704132-00. No serious injury was reported. 13-feb-2025 product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3767. The concomitant product was oral-b power oral care refills precision clean eb20 brush set 5ct. No serious injury was reported.

Manufacturer narrative:
13-feb-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.